Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The customer reported an incorrect e-mail and password combination issue, was investigated. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the app version, os and device, restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung phone with 16 operating system version, app version 2.13.0.11566. The low or high glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced a loss of consciousness and was unable to self-treat. The customer required administration of unspecified treatment for the issue. There was no report of death or permanent impairment associated with this event.